Event description:
It was reported that the customer was receiving no delivery alarms. The customer also reported having an infection and experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer was unable to troubleshoot at the time of the call because, the insulin pump was not present. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.